Event description:
It was reported high, out of range high voltage lead impedance was observed. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.